Event description:
The manufacturer was informed of this event through patient tracking. Based on the information on patient's implant form, the carbomedics mechanical reduced aortic valve size 27 (r5-027) which was implanted on (B)(6) 2001, was explanted on (B)(6) 2010. A mitroflow aortic heart valve 12a25 was implanted in the patient as a replacement.

Manufacturer narrative:
Updated fields: b4, d4, g3, g6, h2, h4, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.